Manufacturer narrative:
This report is being submitted to correct the initial. This event occurred during animal use. The device involved in the event is intended for human use by medical personnel. Based on the information provided, the MDR reportable event criteria is not met per 21 cfr 803.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope was incorrectly reprocessed. It was discovered that the endoscope was sent for normal repair without being informed that it was an endoscope for use with animals. There were no reports of patient harm.